Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a stress load was applied to the needle tube causing it to break. However, a root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the aspiration needle fractured during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) procedure. There were no reports of patient harm.